Manufacturer narrative:
Conclusions- the investigation conducted by field service engineering found that the vision issues experienced by the customer were associated with the cable that passes video signals between the surgeon side console and the vision cart. The system was repaired by replacing the affected cable. As of (B) (4) 2008, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, unstable video image was experienced on the surgeon side console (ssc) during camera movement. While attempting to troubleshoot the issue with an isi technical support engineer the customer lost the right side video image. The pt was under anesthesia and the port incisions had already been made when the surgeon decided to abort the planned surgical procedure and reschedule it for a later date.